Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was not reviewed. Device was not reviewed. The issue is known. This is being evaluated with a CAPA opened in may 2023. The complaint is consider as not confirmed because we cannot confirmed the root cause. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: device: agilia sp tiva z018810 - sn (B)(6) - latest software version. Device delivered and commissioned at the beginning of august 2023. Surgical unit. Alarm volume set to minimum (1). = speaker alarm 51-0001 speaker. Action: device returned to after-sales service for repair. Device history record was reviewed, and nothing was found related to the reported event. Device history log was not reviewed. "Device was not received. The issue is known. This is being evaluated with CAPA opened in may 2023. The complaint is consider as not confirmed because we cannot confirm the root cause. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring." This complaint is considered as not confirmed the trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action. Reporting as a conservative measure. No adverse effects were reported.